Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump had intermittent power; there was moisture visible in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 11/01/2017 - device evaluation: the pump has been returned and evaluated by product analysis on 10/12/2017 with the following findings: a review of the pump black box data revealed unexplained pump reboots and reboots after call service alarms. During a visual inspection of the pump, the battery compartment was observed to be cracked and corrosion observed inside the compartment. A leak test revealed a battery compartment leak. The battery cap was not returned. A test battery cap secured properly to the pump, and was able to maintain electrical connection. The pump was exercised for 24 hours with no power interruptions. The pump case was removed, and no evidence of moisture ingress was found on the printed circuit board.